Event description:
It was reported that during a routine device change out, the pulse generator exhibited no pacing output. The patient experienced complete heart block with a very slow underlying escape. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal battery depletion